Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, although the device marker lumen flushed normally during preparation, arterial lumen marking could not be achieved during device placement. The device was removed over a guide wire and a second proglide device was attempted, but when the device was inserted resistance was felt. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was reportedly deployed in a moderately calcified common femoral artery. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.